Event description:
Caller reported blood glucose result of 248 mg/dl on the compact plus system, 108 mg/dl within 10 minutes on a professional system. Reported no adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.